Event description:
On (B)(6) 2015, osteomed was notified of an incident concerning our 2.7mm - 1st mtp primary plate, 6 hole, 0°/5°, right. The plate broke prior to the patient's 6-week post-op appointment. A photo of the broken plate shows the break to have been through the proximal tac hole. The plate was explanted on (B)(6) 2015. Dr (B)(6) used a wright medical revision plate to correct the problem.

Manufacturer narrative:
The exact root cause could not be determined. The device was not returned for evaluation. However, a post operative photo of the explanted devices was provided. The plate appeared broken in the vicinity of the screw hole adjacent to the proximal tak hole. Per the sales rep, the patient informed dr (B)(6) that he was walking around more than prescribed, but nothing traumatic. A finite element analysis was conducted on this family of plates. The results showed that these plates are not as strong as their predicates. The review of osteomed labeling shows that multiple warning and contraindications are listed concerning conditions that could result in implant fracture or failure. The review of complaints identified one (1) similar complaint within the last year. However, due to the results of the analysis testing, an internal CAPA investigation has been initiated to improve upon the strength of this family of plates. Device not returned.

Event description:
On (B)(6) 2015, osteomed was notified of an incident concerning our 2.7mm - 1st mtp primary plate, 6 hole, 0°/5°, right. The plate broke prior to the patient's 6-week post-op appointment. A photo of the broken plate shows the break to have been through the proximal tac hole. The plate was explanted on (B)(6) 2015. Dr (B)(6) used a wright medical revision plate to correct the problem.